Event description:
During evaluation of a returned spectrum iq pump, the device audio was very low. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the device audio was found very low. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The cause was identified to be the detached speaker and the rear case requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.